Event description:
It was reported that the patient was experiencing discomfort. As a result, ipg was explanted and replaced with a small ipg for comfort. Reportedly, issue was resolved. Therapy was restored.